Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed, and no further episodes were reported. Device remains implanted.